Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the flat mesh may have caused or contributed to the events as alleged. These events were reported to davol via health canada and per request, the patient does not wish to be identified or contacted by bard / davol. As such requests for additional information cannot be made at this time. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in october, 2012. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via (B)(6) on behalf of the complainant: it was reported that in (B)(6) 2013 the patient underwent a ripstein procedure for the treatment of rectal prolapse and was implanted with a davol flat mesh. As reported two years post implant the patient allegedly suffered progressively worsening complications. As reported it began with difficulty defecating and a change in stools, described as ¿ribbons and threads¿ and straining. Contact alleges this is the result of the mesh contracting or shrinking. Contact alleges chronic abdominal pain, flatulence, bloating, vomiting, nausea, intermittent fevers, internal pain, localized discomfort and lower back pain. As reported since (B)(6) 2016, blood work abnormalities have developed. Contact alleges that the patient has developed an iga specific monoclonal gammopathy and alleges an internist identified that the patient may develop multiple myeloma within the next ten years. Contact alleges a "possible link between the plastic mesh and this blood cancer." Contact alleges the patient has developed multiple chemical sensitivities, to drugs, cosmetics, and household cleaners and has suffered severe skin reactions (peeling, chemical-like burns) requiring medical attention. An autoimmune response triggered by the plastic mesh is alleged. The mesh remains in situ as the patient tries to find a surgeon to remove it.